Event description:
It was reported that a cartridge change error occurred. Additionally, blood glucose (bg) level displayed "high." The customer administered a manual insulin injection to resolve elevated bg, loaded a new cartridge, and successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.